Event description:
It was reported that the patient's right ventricular (rv) lead presented with unstable, high thresholds. The lead was also unable to defibrillate the patient with an acceptable safety margin. The patient was externally shocked during diagnostic testing due to the induced ventricular fibrillation (vf) arrhythmia. The rv lead was remains in use with a new subq lead was implanted and connected to scv coil port of the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).